Event description:
Device complications: difficult to deploy, physical resistance. Time of complication: during the procedure. During a sfa and popliteal artery stenting procedure that the doctor as not able to deploy an absolute stent. The doctor tried two (2) different stents, but they would not deploy successfully. The third stent successfully deployed, but during post-dilation the stent structs were damaged. Another stent was used to comress the damaged stent to the vessel. There was not reported patient effect and no additional information available.